Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Event log history was performed and primary audible alarm was recorded in history related to reported problem. During analysis, the reported issue was unable to be duplicated. Service placed the device in quarantine due to presence of non-OEM power cord.

Event description:
It was reported that the pump alarmed immediately when powered on for "primary audible alarm bgnd test"and "acu watchdog failure". Alarm could not be cleared